Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions), h10. The distributor confirmed the helium leak. The engineer adjusted the unit and the repair was completed. No parts had to be replaced.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h11. Corrected fields: g1 (contact person-mfg site).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10): the getinge field service engineer (fse) noted that the evaluation of the iabp is ongoing. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during routine inspection cs100 intra- aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.